Event description:
During use of the device for a surgical procedure, the user reported that the clip on the hematocrit saturation probe was broken. The device was used for the procedure. There were no reported adverse consequences to a pt as a result of this event.